Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had recurring low battery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.